Event description:
The customer was hospitalized for high blood sugar levels. It was conveyed that the customer had had unexplained high blood glucoses for the past month and basal rates have been adjusted to try to stabilize. Troubleshooting was done and the pump passed the functional tests. It was reported that the customer has some skin irritation at the site. It was suggested for the customer to try a different type of infusion set for body type. The time was incorrect on the pump so the correct time was set on the pump.